Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2514102 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved using manual pressure for 30 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The mynx vcd was used in a diagnostic heart catheterization with a retrograde approach. The deployer was mynx certified with 20 years of experience. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the device was used in an arterial vessel. There was no vessel tortuosity, and the presence of pvd or calcium at the puncture site was unknown. The user shuttled down completely without significant resistance, and no unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved using manual pressure for 30 minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The mynx vcd was used in a diagnostic heart catheterization with a retrograde approach. The deployer was mynx certified with 20 years of experience. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the device was used in an arterial vessel. There was no vessel tortuosity, and the presence of peripheral vascular disease (pvd) or calcium at the puncture site was unknown. The user shuttled down completely without significant resistance, and no unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. Six (6) sterile mynxgrip vascular closure devices, size 6f/7f, involved in the reported complaint were returned for investigation inside sealed pouch bags. Per procedure, sampling is required for sterile units, and a 100% inspection of all received units was required. Visual inspection of all six devices showed that the shuttles were engaged to the black handles, while the stopcocks were observed in the open position with cordis mynx syringes detached from the units. No catheter sheath introducers (csi) were returned for this evaluation. The sealants were in their manufactured position, and the advancer tubes were also in their manufactured position. No additional anomalies were observed during this analysis. Inflation/deflation functional testing was performed on all sterile units, and no issues related to the reported event were observed, as all balloons inflated and deflated as expected. Deployment testing was also conducted on all sterile units, and no functional anomalies were observed. Each device deployed the sealant and advanced the advancer tube as expected after the handles were proximally pulled from the shuttles, completing the sealant deployment sequence successfully. A product history record (phr) review of lot f2514102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be observed as the complaint device was not returned for analysis. Also, the event was not observed through analysis of the returned sterile devices since they passed functional analysis of the deployment mechanism with no anomalies noted. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and the product analyses, it is not possible to determine what factors may have contributed to failure to deploy reported. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment due to incomplete shuttling (even though it was reported that the user shuttled down completely) possibly contributed to the issue experienced by the customer, especially since the sterile devices were able to pass functional analysis to deploy the sealants with no anomalies/damages noted. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis of the sterile devices, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.